Event description:
The customer reported that the energy delivered was outside specification.

Manufacturer narrative:
(B)(4). The customer reported that the energy delivered was outside specification. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.